Event description:
It was reported to medtronic minimed that the customer received pump error 68 (trace pointers are invalid), the customer received pump error 49 (history pointers failed. The history pointers are corrupted),the customer received pump error 23 (post-reset ram crc alarm), and keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump errors, and the customer was able to clear the alarm and able to rewind the pump. Troubleshooting was performed for keypad anomaly and the pump screen was scrolling without input from the user, and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. All buttons function properly. No pump error 68/49/23 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 68 alarm found in the pump history file/trace on 02-mar-2025 at 13:35:06. Pump error 49 alarm found in the pump history file/trace on 02-mar-2025 at 13:35:06. Pump error 23 alarm found in the pump history file/trace on 02-mar-2025 at 13:35:58. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Pump error 68/49/23 alarm and keypad/button unresponsive/button error alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.